Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's large keypad to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that several of the device's large keypad controls were unresponsive. There was no patient involvement reported with the event.